Event description:
There are no additional details regarding the event available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The reported issue could not be duplicated. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined as there was no problem found. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown timing, the mesher was not meshing the skin well. No adverse events were reported. No harm or delay were reported. Due diligence is complete and there is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.telephone number: (B)(6).